Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ protector (p14) leaked while reconstituting a vial of bortexomib. The following information was provided by the initial reporter: "in trying to reconstitute a vial of bortexomib (lot borac1140 jn30/21) with the p14 protector, there was a leak. The vial was capped with the assembly fixture. All the cytotoxic drug was contained in the bsc on the spill pad."